Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant of a left ventricular lead, the back of the guide wire came through the insulation of the lead distal to the last electrode. Another lead was used to complete the procedure. No complications noted during the procedure.